Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that a ft10 generator had been cutting when they have not asked it to when used with a rp2 foot pedal. Unit was internally tested and put back in use. Unknown monopolar item in use. No patient injury.